Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the inaudible alarm issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs indicated the purge pressure low alarm was triggered during the procedure, so the absence of an audible alarm would have been noticeable. The inaudible alarm was reproduced in the laboratory. The alarm cable was unplugged from the speaker and after plugging it in, the alarms returned. The console also was unable to select by depressing the gray knob during investigation. The voltage between tp101 and tp100 on the impellatronic stayed at 0v and did not rise to 5volts when the knob was pressed. The cause of the aic issue was a loose alarm connector. The cause of the aic issue was a defective output from u101.0 on the impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) loaner had no audible alarms. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.